Manufacturer narrative:
Other: outcomes to adverse event: pain. PMA/510k: this part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent unknown surgery because back pain due the occurrence of thoracic pjk and lower back pain due to the failure of l5/s1 bone union. Post-op, after the fixation at th10/s2ai, set screw at both sides of s2ai backed out. The patient suffered back pain due the occurrence of thoracic pjk. Bone union of l5/s had not been achieved. Hence a revision surgery will schedule on (B)(6) 2020 (it is unknown whether the revision surgery were performed or not), in which partial screw removal and the replacement of set screw will be performed. There was no delay in overall procedure time. No other patient complications were reported due to this event.